Event description:
It was reported that therapy is off and they are having trouble getting it turned on; they are having trouble with the equipment. Caller stated the issue started the day after they got home. Caller reported patient is shaking. Patient was implanted thursday and they are using the new equipment. No allegations were made regarding the reason for replacement of the previous device. Caller stated they don't know if the patient's implant charged. Caller stated that the recharger beeps until they get it to a location where the beeping stops and the green light goes green. Agent walked caller through connecting with the recharger application and saw that the implant was 60% and therapy was off. Agent had caller exit the recharger application, open the therapy application, and saw connection interrupted message. Agent had caller try again and was able to connect and they were able to turn therapy back on. The trouble shooting steps that were taken on the call resolved the issue. Agent instructed caller to now go back to charging the implant using the recharger and recharger application. Agent reviewed the importance of keeping the implant charge to prevent the battery from discharging and therapy turning off. Caller confirmed that is what happened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.